Event description:
Clinical study: it was reported that 370 days after a carotid artery stenting procedure the patient experienced in-stent restenosis. The target lesion was located in the proximal left internal carotid artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 7 mm. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation there was 0% residual stenosis. Hospital stroke scale performed on the next day was 0. The patient was discharged the day after the procedure. About 370 days after the index procedure, the patient was seen for a 12-month follow-up visit. The patient was asymptomatic with hospital stroke scale of 0. Per the ultrasound done at that time, the follow-up noted a 20% target lesion restenosis. No treatment has been performed at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this batch shows the device manufacturing specifications at the time of release for distribution. The most probable root cause is anticipated procedural complication.